Event description:
The duett sealing device was deployed following an interventional procedure via a 6f sheath at the right femoral access site. The duett deployment proceeded without any serious concerns. The patient later presented with signs and symptoms of an arterial occlusion, which was treated with a surgical thrombectomy. The patient later underwent an above-the-knee amputation of the affected limb. The patient subsequently expired as a result of patient's underlying cardiac history.